Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 27 mg/dl at the time of incident. The customer was treated with glucose shots. The customer also reported that parent gave them a glucagon shot and the blood glucose became more than 70 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose events. Based on customer¿s report customer did not allege insulin pump was over delivering. Auto mode feature was active during the reported event. The customer also reported that they were sick. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.